Manufacturer narrative:
It was not possible to match this event with any previously reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Stetkarova, I., mencl, l. Early rotation of intrathecal baclofen pump - a case report. Ceska a slovenska neurologie a neurochirurgie. 2015. 78.111(6): 705-708 a (B)(6) female suffered from chronic spinal cord injury at t9 level classified as ais a. She underwent positive baclofen testing for severe spinal spasticity and painful muscle spasms followed by successful implantation of an intrathecal baclofen (itb) pump. No abnormalities were observed during pump implantation. The patient was slightly overweight with a thick layer of subcutaneous fat. The effective dose was set to 100 mcg of baclofen per day during the first week after the pump implantation. The degree of spasticity in the lower limbs decreased from 4 to 1 according to mas. The patient was dismissed to home care in stable clinical condition. On the first outpatient appointment after the pump implantation the patient was checked clinically and normal neurological status was confirmed. The pump reservoir was refilled by an experienced physician with a sterile technique. However, there was a problem puncturing the central access port. The situation was assessed as a possible abnormal position of the pump, probably with downright position of the reservoir. Plain x-ray showed the pump to be rotated with reservoir in an opposite position. To prevent possible life-threatening baclofen withdrawal syndrome due to empty reservoir, the patient immediately underwent surgical revision under local anaesthesia. The pump position was corrected and reservoir filled with baclofen. Neither acute withdrawal syndrome nor any other complication occurred and the patient recovered well. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.